Event description:
Patient reported obtaining a blood glucose result of 326 mg/dl, while using the suspect device. Based on this result, patient reportedly fasted for 5.5 hours, after which is blood glucose reportedly measured 320 mg/dl, on the suspect device. Patient indicated that, in spite of receiving elevated results, he was experiencing hypoglycemic symptoms (disorentied and tunnel vision). Thirty minutes after obtaining result of 320 mg/dl, patient reportedly sought treatment at the hospital, where his blood glucose measured 40 mg/dl, on a hospital device. Patient indicated that he was admitted to the hospital, given a meal, and treated with an intravenous glucose solution. Patient was reportedly released from the hospital 3 days later. No additional details of patient's treatment were provided. At the time of the event, patient was testing with expired strips. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.